Manufacturer narrative:
The device was tested on-site in follow-up of the event and exhibited no malfuctions. Log file analysis provided by the manufacturer revealed that several instances have occurred where a negative airway pressure was measured. The absence of failures during the test after the event leads to the conclusion that the repeated use of an external bronchial suction system caused the pressure drops. The device is equipped with an auxiliary air valve which opens for the intake of ambient air in such situations to normalize the airway pressure. If this valve sticks or the pressure drop generated by the suctioning is very dynamic the workstation will pause automatic ventilation for the duration of the disturbance and post a corresponding alarm. The ventilator lid with the embedded auxiliary air valve was replaced as a precaution but when being tested in the manufacturer's lab the component exhibited no malfunctions. Visual inspection revealed no nonconformities as well. Dräger finally concludes that the pause in automatic ventilation was not the consequence of a technical problem but the device response to an external disturbance variable intended to prevent from damages to the equipment. For the unlikely case that the protective function had a sporadic malfunction just in this moment it had been replaced as a precaution.

Event description:
Please refer to initial MDR #9611500-2017-00022.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that the machine alarmed for 'vent fail' during a case. The patient reportedly was manually ventilated to complete the case. No patient injury reported.